Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly which resolved the reported issue. Thereafter proper device operation was observed. (B)(4).

Event description:
The customer contacted physio-control to report that their device failed a user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that a service indicator was present and that it would not deliver defibrillation therapy when prompted.

Manufacturer narrative:
The initial medwatch report indicates: the customer contacted physio-control to report that their device failed a user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that a service indicator was present and that it would not deliver defibrillation therapy when prompted. The initial medwatch report should indicate: the customer contacted physio-control to report that their device failed a user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that a service indicator was present, as well as a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform resulting in a monophasic shock being delivered. Additional information for the supplemental medwatch report: physio-control further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically shorted transistor, designator q7. The shorted transistor allowed only 80% of the targeted energy to be delivered through the positive portion of the biphasic output waveform, resulting in a monophasic shock.

Event description:
The customer contacted physio-control to report that their device failed a user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that a service indicator was present, as well as a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform resulting in a monophasic shock being delivered.